Event description:
The bathlift was used by the customer's grandson in the tub. The bathlift operated correctly lowering into the tub by depressing the down button on the hand control. When required to rise up out of the tub through operation of the up button on the hand control, the bathlift would not operate. The customers grandson was able to get out of the tub and no injuries were reported as result of the failure. The handset has currently been recalled.